Event description:
A malfunction alarm was reported with the code "malf 1," and it was noted that this issue did not adversely impact the customer's blood glucose level. Although the pump was reset with assistance from technical support, the malfunction code reappeared. Consequently, technical support decided to replace the pump, despite it being out of warranty.